Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors related to the camera and video signal pathway were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a loss of the live fluoroscopic x-ray image. No pt or user injury was reported.